Event description:
The customer reported an elevated troponin I (accutni¿) result, within the risk stratification, for one patient involving access 2 immunoassay system. Subsequent testing of a second sample collection and original sample recovered lower results within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 and performed alignments for the probes, incubator belt (including calibration) and wash arm height. The fse adjusted the mixer speed, luminometer voltage, ultrasonic and sweep voltage as well as tightening the fluid connections to the precision pump. The fse performed a high sensitivity system check and a 40-replicate precision test; both passed within instrument specifications. The unit conformed to the manufacturer's published performance specifications. Wash arm, voltage. This medwatch report is related to MDR 2122870-2012-00689.